Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06-sep-2018 with the following findings: a review of the black box showed several unexplained power on reset events. The battery compartment was cracked from the threads to the case seal on the side, and below the grip pad. The returned battery cap was undamaged and able to fit. The battery cap was fastened and unscrewed a half turn with no reboots. The ez-prime steps were performed successfully. No power interruptions occurred during the investigation. The reported power complaint was unable to be duplicated. The pump cover was removed to find no intermittent conditions to the power printed circuit board.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked, and the yellow o-ring was visible with no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the black box showed several unexplained power on reset events. The battery compartment was cracked from the threads down to the case seal on the side, and separately below the grip pad. The returned battery cap was undamaged and able to fit. The battery cap was fastened and then unscrewed a half turn with no reboots occurring. The ¿ez-prime¿ steps were performed correctly and no power interruptions occurred during the investigation. The reported ¿power¿ complaint was unable to be duplicated. The pump cover was removed and no intermittent conditions were found to the power printed circuit board.